Event description:
Trali risk mitigation policy in place at time of software malfunction calls for the prevention of the manufacture of transfusable plasma from female blood donors who answer "yes" to the question "have you ever been pregnant had a miscarriage or abortion?" This is accomplished by the placement of a no plasma interdiction by (B)(4) computer system on donors answering "yes" to this question. On (B)(6) 2013, a service facility reported a possible trali reaction to an ffp produced by our facility. Investigation showed the donor of this ffp had answered "yes" to the above question. This was immediately reported to our internal lifetrak architect who then reported it to (B)(4). Investigation identified an issue with the software when the blood unit identification number is linked to the donor in the bleed screen rather than at the time of the health history response. When the unit is linked in bleed rather than at screening the no plasma interdiction is not placed. This allowed for the production of transfusable plasma from ever pregnant females.